Event description:
The pump was returned to animas and investigated. Investigation revealed contamination under the button contacts. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the pump button symbols were found to be worn but the keypad was found to be intact. The keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was observed under all of the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.